Manufacturer narrative:
Device evaluation: the returned control unit was in less-than-optimal condition. Inspection of the lower power boards found that the damage was noted to have been isolated to the lower power conditioning board. The cause of the burning, smoking, & sparking inside is due to power surge

Event description:
A customer reported burning, smoking and sparking inside of their coolsculpting control unit on (B)(6) 2021.

Manufacturer narrative:
The device has been returned for further analysis. The investigation is ongoing and a supplemental report will be submitted upon completion of the device investigation. The serial numbers received for the reported unit- (B)(4) part # sa16790 and (B)(4) part # sa16447.

Event description:
Allergan aesthetics received a report of burning, smoking, and sparking inside a coolsculpting unit, noticed immediately after starting treatment to patient¿s lower abdomen. The device automatically shut off seconds into treatment and started to smoke. No patient or user injury occurred.

Manufacturer narrative:
Corrected data: d1.

Event description:
A customer reported burning, smoking and sparking inside of their coolsculpting control unit on (B)(6) 2021.